Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed error message codes "status 7", "status 66", "status 93", "status 41", and "cannot dump" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.